Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged. As result, the lead was surgically explanted and an alternate lead was implanted. No additional adverse patient effects were reported.